Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. Complaint history records were reviewed for this lot, and one similar complaint was identified. It was reported that on final tightening the left t5 screw, the final tightener struggled to meet 12nm then the surgeon felt something ¿give way¿. They then noticed that the blocker had a fracture through the implant. The surgeon couldn¿t remove the blocker so has decided to leave it in and place a cross link. Per xia 3 surgical technique: the torque wrench indicates the optimal torque force that must be applied to the implant for final tightening. Line up the two arrows to achieve the final tightening torque of 12nm. Note: do not exceed 12nm during final tightening. The anti-torque key must be used for final tightening. The anti-torque key performs two key functions: allows the torque wrench to align with the tightening axis. Helps to maximize the torque needed to lock the implant assembly. The torque wrench was returned and investigated in another record, the device was able to apply 12nm of torque with no issues. The tip was found to be deformed and the hex was rounded. This can cause the corners of the driver hex to dig into the walls of the blocker and cause additional stress on the blocker, which may cause it to fracture when torque is applied. Additionally, if the surgeon was having difficulty reaching 12nm due to the tip not being fully engaged with the blocker or the tip digging into the sides of the blocker, they could apply more than the recommended 12nm of torque, causing additional stress on the blocker.

Event description:
It was reported that during intra-operative final tightening of a xia 3 titanium blocker at the left t5, the surgeon felt the blocker 'give way'. It was then noticed that the blocker had a fracture running through it. The surgeon could not remove the implant so they decided to leave it in position and place a cross link. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay.

Manufacturer narrative:
Device remains implanted in the patient.

Event description:
It was reported that during intra-operative final tightening of a xia 3 titanium blocker at the left t5, the surgeon felt the blocker 'give way'. It was then noticed that the blocker had a fracture running through it. The surgeon could not remove the implant so they decided to leave it in position and place a cross link. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay.